Manufacturer narrative:
Investigation summary: sample and photo received by our quality team for investigation. Through visual inspection, foreign matter is observed inside the packaging. Foreign substance was composed of grease. Furthermore, a device history record review showed maintenance order related to the incident. Based on the teams investigation, possible root cause is associated with adjustment in the packaging feeder. Substance may have fallen when carrying out the repair.

Event description:
Additional info received. The customer provided us with the information above: is there any damage to the device packaging? No. Is the sample available for analysis? If so, please respond: yes.

Event description:
It was reported that the bd needle precisionglide 21x1in needle had foreign matter. The following information was provided by the initial reporter, translated from portuguese to english: "we have a 0.80 x 25 mm needle, lot: 1119915, unbroken seal, with an unidentified object inside."

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.